Manufacturer narrative:
On (B)(6) 2018 - we have requested the device be returned to the manufacturer. To date we have not received the device. On (B)(6) 2018 - visual inspection: without a full understanding or analysis of the use site, there are misuse signs from returned sample a copy of the ib is included and the points discussed highlighted. The heating pad was used in a folded condition. We state is the instruction booklet (ib) that the heating pad is to be "draped" over the part of the body to be treated. The heating pad is not to be folded. A) when the heating pad is folded, the internal wires can cross and are then not controlled by the thermostat. The area that the wire cross can get excessively hot when used for long periods of time. B) this is why we recommend a 20 min use time and to check frequently under pad for overheat indications.

Event description:
On (B)(6) 2018 - wife claims her husband received a burn on his back while in use of the product. No medical attention received. The bedding was damaged.

Manufacturer narrative:
On 04/06/2018 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
On 3/23/2018 - wife claims her husband received a burn on his back while in use of the product. No medical attention received. The bedding was damaged.